Manufacturer narrative:
Initial and final MDR 1901823- MDR 3003442380-2024-11539- device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with 3 infusion sets adhesive on (B)(6) 2024.the infusion set fell off during use. The infusion set was in use for about a day. The infusion set fell off while patient was doing physical activity/sweating or was swimming, or bathing. The patient resolved the issue by replacing infusion set and resumed insulin successfully. No further information available.